Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation of " pft10700t, shaver h 7mm" revealed that the device are stuck together however as the devices were not provided, we cannot confirmed the unable to disassemble allegation". Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the shaver h 7mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: a review of the receiving inspection (ri) for shaver h 7mm, was conducted identifying that lot number mi143323, was released in one batch. Batch1: lot qty of (B)(4) units were released on jan 19, 2024, with no discrepancies. Supplier: (B)(4) as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the conduit t-handle and the 7 mm shaver became stuck together. There was no surgical delay and no patient harm.